Event description:
A total hip arthoplasty was revised due to a fracture at the neck/metaphyeal junction of the modular hip stem prosthesis.

Manufacturer narrative:
A review of the manufacturing DHR indicates the device was manufactured to specifications. An engineering analysis noted the failure was consistent with excessive weight loading possibly as a result of weight and activity level.